Manufacturer narrative:
A review of the lot history records for this unit revealed no discrepancies. The device was visually inspected and it was noted that the inner drill cutting edges were damaged apparently due to previous use. This unit was tested for proper function and performed properly for ten test holes. The reported failure could not be repeated.

Event description:
The perforator nicked the outer table of the dura.